Event description:
It was reported that during routine implant, when arrhythmia was induced, the device failed to rescue the patient. The device delivered the first shock, but failed to deliver all subsequent shocks. After the patient was rescued, an alert for low hv lead impedance was received. Device and lead were not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.